Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device(s) has been returned for evaluation; the evaluation identified pinhole balloon rupture, material deformation and stretching. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 426-1508x allegedly experienced material rupture. This information was received from one source. One patient was involved and there was no reported patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
For the reported malfunction, the return of the device is pending. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 426-1508x allegedly experienced material rupture. This information was received from one source. One patient was involved and there was no reported patient consequences. Patient age, weight, and gender were not provided.